Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2016, an fse visited the customer to perform periodic maintenance (pm) and to address the reported event. During the pm, the issue was resolved. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was the rotor seal.

Event description:
On (B)(6) 2016, a customer reported getting low total areas on capped whole blood samples with their g8 analyzer. The customer did not have any issues with hemolysis and wash, the drain tubing, and the sample needle was in place. Technical support advised the customer to repower and run diluted capped and uncapped samples. However, the issue persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hga1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.